Event description:
A consumer reported that he had fluctuating vision following intraocular lens (iol) implant surgery. The consumer stated that sometimes when he watched television, the picture became blurry. The consumer further reported that he almost always had to use over the counter reading glasses when reading. The surgeon reported that he had tried the pt in a pair of glasses that did not seem to help the pt's vision. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/25/2009, 03/27/2009, 03/31/2009, 04/01/2009, and 04/10/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 04/23/2009.